Manufacturer narrative:
(B)(4).

Event description:
It was reported "the guidewire broke off inside a patient and was retrieved safely and the patient was unharmed". "The md involved did not see the wire break, only noticed the wire stayed in when PICC was inserted". It was reported the patient had a "stensois of some kind near the axila" and the physician "was trying to get around after a difficult access into the vein". No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported "the guidewire broke off inside a patient and was retrieved safely and the patient was unharmed". "The md involved did not see the wire break, only noticed the wire stayed in when PICC was inserted". It was reported the patient had a "stenosis of some kind near the axial" and the physician "was trying to get around after a difficult access into the vein". No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.